Event description:
The user facility reported an 84-year-old patient needing mechanical circulatory support. It was reported that the patient was placed on impella for left ventricular unloading. In preparing the patient for explant, a clot was observed on the tip of the peel away sheath. A fluid bolus of 2000 cc¿s was provided to the patient along with intravenous (IV) calcium. It is stated that the patient was placed on hypothermic protocol and continued to experience arrhythmias. A cardioversion was performed but was stated to be unsuccessful as the patient remains in ventricular fibrillation. A cut down of the femoral artery was performed. The medical professional successfully removed the impella device, clots, and used two (2) preclose sutures and surgically closed the femoral artery access site.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ this report is being filed as part of a retrospective review of historical records.